Event description:
It was reported that the bd ultra-fine¿ mini pen needle was missing label information, including expiration dates. The following information was provided by the initial reporter: she found some samples around the office that did not have expiration dates.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle was missing label information, including expiration dates. The following information was provided by the initial reporter: she found some samples around the office that did not have expiration dates.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.